Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that one piece of the needle became caught on the catheter. During puncture and insertion a small piece was left inside of the baby's hand. They did a small operation and took out the piece of the catheter.

Manufacturer narrative:
Other, other text: a2, a3 and a6: patient information updated and b3: date of event provided.

Event description:
Additional information received via email 12 april 2023: product fault occur while in patient use. Product faults contribute to patient injury as it needed surgical removal and 3 sutures. The outcome of the event was that the fragment of the device was removed after a small surgical procedure. Patient did not receive medical treatment or require other concomitant products.

Manufacturer narrative:
Three photos were provided by the customer. The analysis was limited to the visual inspection of the photographs provided. One of the photographs showed a used unit with the catheter partially disassembled from the introducer needle. It appeared that the needle had been reinserted in the catheter, puncturing it. It was improbable that this type of damage occurred during the manufacturing process. The investigation identified a potential improper use of the device as a potential root cause of the complaint. As the product was not returned the complaint could not be confirmed with confidence. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. As the reported issue cannot be confirmed no further action will be implemented at this time. Complaints data will continue to be monitored.